Manufacturer narrative:
Visual inspection of the returned components found that both sides of the dovetail feature were flared out. Dimensions were found conforming to print specifications where measured. The device history records for the articular surface identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4) . This report will be amended when our investigation is complete. H3 other text : 81

Event description:
It is reported that the implant did not fit with the tibial component and could not be implanted.